Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Possible models could include the sprint fidelis(6930, 6931, 6948, 6949). The recall and correction number listed are in reference to a product family of leads that are associated with the field action. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: subaxillary approach to cardiac electronic device implantation using a single surgical incision: a single-centre experience. Interact cardiovasc thorac surg 2018;26:912¿8. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was received which contained information regarding an implantable tachy lead. The article reports five years after implant, a lead fracture occurred requiring the extraction and replacement of the lead. No patient complications have been reported as a result of this event.